Event description:
It was reported that during a three month follow-up the pt had a vaginal suture abscess. The pt was given antibiotics and monitored. On 11/19/88, the pt had surgery for excision of vaginal suture abscess and the problem has been resolved. No product is being returned for evaluation.